Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 393 mg/dl to displayed as "high." A correction bolus was delivered to address bg level. Customer changed cartridge and infusion set to address the issue.